Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes educator of a customer reported via phone call of having severe hyperglycemia. Customer had high blood glucose of over 400mg/dl at the time of incident. Customer treated with a syringe. The customer's doctor indicated that the pump malfunctioned. Troubleshooting found that the pump was programmed incorrectly and the customer was not getting the proper basal dose. The basal rate was corrected and the customer has not had any further problems. There was no further information provided by the customer or by troubleshooting.